Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided the reported entrapment of device (clip becoming caught in anatomy) resulting in single gripper actuation issue and subsequent single leaflet device attachment and expulsion appears to be related to patient conditions and due to prolapsed and long leaflets and an enlarged left atrium. The reported image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to the enlarged left atrium. Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation and heart failure appears to be due to the reported clip getting entangled with the anatomy. Embolism/embolus was related to the clip completely detaching from both the leaflets (expulsion). Embolism, heart failure, tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Additional information was received after the initial report. It was also noted that this was a second clip intervention. The first mitraclip procedure was performed approximately 1.5 years prior to (B)(6) 2025. Per the physician, the recurrent mitral regurgitation (mr) was due to progression of heart failure. The clips remained stable on both leaflets. During the 2nd procedure on (B)(6) 2025 there was resistance felt and difficulty to advance the steerable guide catheter (sgc) into the left atrium. After the mitraclip xt embolized, on (B)(6) 2025, the mr was recurrent at grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), tricuspid regurgitation (tr), prolapse, long leaflets, and a large atrium for a mitraclip procedure. During placement of a mitraclip xt on the valve, the clip got stuck in the chordae of the anterior leaflet and the gripper became immobile. The valve was grasped using independent grasping. The clip had some movement during deployment. The clip was deployed with the posterior leaflet, the anterior leaflet, and chordae tendineae attached. It was reported that there was some difficulty visualizing the clip during procedure due to the large atrium. A second mitraclip was implanted successfully. The final mr was grade 1. There was no clinically significant delay. It was reported that on the morning of (B)(6) 2025, the patient developed acute heart failure. The xt clip deployed in the medial side had chordal ruptured and a single leaflet device attachment (slda) was observed. The anterior leaflet was detached. Three hours later, the posterior leaflet detached causing device embolization to the left atrium. On (B)(6) 2025, a mitral valve replacement was performed. During the surgical procedure, tricuspid annuloplasty to treat the preexisting tr and left atrial appendage closure (laac) to prevent future blood clots were also performed.